Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 533 mg/dl: cause unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.